Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that a partial lead was returned measuring 13.6 cm from the connector pin. An x-ray did not show damage on the distal coil.

Event description:
It was reported that the ventricular lead exhibited a capture and sensing anomaly. The lead was fractured. The lead was explanted and replaced.